Manufacturer narrative:
The thermogard in complaint was evaluated at customer's site. The reported issue of the thermogard roller pump squeaking was confirmed during the visual inspection and initial functional testing. The issue was attributed to a broken roller pump head. To remedy the issue, the roller pump head was replaced. Following the repair and replacement of the parts, the thermogard was tested and passed all the testing with no issue or faults observed. The thermogard worked as intended. Additionally, the gap checked was verified and passed with no issue or faults observed historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard (B)(4).

Event description:
As reported during patient use , the thermogard roller pump found squeaking. The thermogard was replaced to continue the treatment. No patient harm or consequence was reported.